Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that replace battery alert or replace battery now without a low battery warning was received. Blood glucose was unknown. Troubleshooting was performed. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.